Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be verified. The gearbox, the sensor, the overlay, the rotor, the back case and the battery were replaced. Firmware has been updated. The unit was restored to proper operation. The unit has been repaired, tested and recertified per procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit keeps turning off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit was keep turning off. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.